Manufacturer narrative:
. Evaluation summary when the balloon was attached to the endoscope, it is potential that the strength of the balloon was decreased due to that the balloon was excessively stretched, or that the balloon was rubbed with the tip of the endoscope. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured on 24-apr-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 25-apr-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the demonstration, the balloon tore inside the patient's body. As a result of customer feedback, no patient incidents nor fragment let inside a patient. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.